Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure had migrated in my tubes') and pelvic pain ('she was in pain for 14 years while she was on the essure') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough, nasal stuffiness and flu-like aching. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair fell out"), headache ("headaches"), abdominal pain upper ("stomach pain"), vomiting ("puking"), cough ("cough"), nasal congestion ("sounds like stuffy nose"), pain ("she had surgery and super sore") and brain injury ("brain injury"). The patient was treated with surgery (complete hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain, alopecia, headache, abdominal pain upper, vomiting, cough, nasal congestion, pain and brain injury outcome was unknown. The reporter considered abdominal pain upper, alopecia, brain injury, cough, device dislocation, headache, nasal congestion, pain, pelvic pain and vomiting to be related to essure. The reporter commented: caller had the essure put in probably 12 years ago. Caller just recently had it taken out because of complications and had a complete hysterectomy due to it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: event: brain injury added. Case updated to potential legal cases. All information from duplicate deletion case (B)(4) is transferred to this case. Aka name and hospitalization ticked added. Event- pelvic pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure had migrated in my tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough, nasal stuffiness and flu-like aching. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), headache ("headaches"), abdominal pain upper ("stomach pain") and vomiting ("puking"). The patient was treated with surgery (complete hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, alopecia, headache, abdominal pain upper and vomiting outcome was unknown. The reporter considered abdominal pain upper, alopecia, device dislocation, headache and vomiting to be related to essure. The reporter commented: caller had the essure put in probably 12 years ago. Caller just recently had it taken out because of complications and had a complete hysterectomy due to it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure had migrated in my tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough, nasal stuffiness and flu-like aching. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), headache ("headaches"), abdominal pain upper ("stomach pain") and vomiting ("puking"). The patient was treated with surgery (complete hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, alopecia, headache, abdominal pain upper and vomiting outcome was unknown. The reporter considered abdominal pain upper, alopecia, device dislocation, headache and vomiting to be related to essure. The reporter commented: caller had the essure put in probably 12 years ago. Caller just recently had it taken out because of complications and had a complete hysterectomy due to it. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-aug-2021: mail communication received. Consumer email, events: hair loss, headaches, stomach pain, puking added. Event: medical device removal updated to event: essure had migrated in my tubes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure had migrated in my tubes') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough, nasal stuffiness and flu-like aching. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), headache ("headaches"), abdominal pain upper ("stomach pain"), vomiting ("puking"), cough ("cough"), nasal congestion ("sounds like stuffy nose") and pain ("she had surgery and super sore"). The patient was treated with surgery (complete hysterectomy). Essure was removed on (B)(6)2021. At the time of the report, the device dislocation, alopecia, headache, abdominal pain upper, vomiting, cough, nasal congestion and pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, cough, device dislocation, headache, nasal congestion, pain and vomiting to be related to essure. The reporter commented: caller had the essure put in probably 12 years ago. Caller just recently had it taken out because of complications and had a complete hysterectomy due to it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2021: new event added: cough, sounds like stuffy nose and sore. Reporter's information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The patient's medical history included cough, nasal stuffiness and flu-like aching. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (complete hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: caller had the essure put in probably 12 years ago. Caller just recently had it taken out because of complications and had a complete hysterectomy due to it. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.